Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016- 05612. It was reported the patient complaint her scs system shocked her and "burned her insides". Consequently, the patient had her scs system removed.